Event description:
It was reported that during an insulin supply change the connector piece popped out of the ilet after insertion, but the user reattached it successfully on a subsequent attempt after connecting the connector to the tubing with the flat side oriented correctly and rewinding the pump; this reflects an infusion set connection issue associated with the connector/coupler component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a mechanical fitting problem involving the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.